Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3 pocket d5 was not showing and appeared grayed out on the device. The field service engineer (fse) found an issue with drawer 3_2, pocket d5 on the enhanced half height cubie drawer on the main unit. The pocket was physically in place, but in storage space configuration it did not appear. In diagnostics, the pocket showed up and functioned normally. However, after a reboot, the pocket still did not appear in the storage space configuration. In the cubie map, the customer ejected pockets d3 and d5, and both were ejected. Pocket d1 displayed the number d 25, which was partially cut off. All three pockets in row d were ejected from the cubie map, then reinserted, after which all three were detected and recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rc0ica3 main drawer 3 pocket d5 was not showing and appeared grayed out in pyxis, even though the cubie was present in the pocket with medication still inside. The customer restarted and powered off and on the machine; however, the system was still unable to detect the cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.